Event description:
It was reported that the patient experienced difficulty attaching the clip to the anchor on two contact detach infusion sets from lot: 6005151, after which a subsequent site change allowed successful connection; the event coincided with hyperglycemia to 321 mg/dl while using a dexcom g6 and without backup therapy or ketone testing. Symptoms included headache and thirst. Outcomes included transient elevated glucose levels for approximately three hours that later stabilized. Investigation included customer support troubleshooting and education with request for video documentation if issues recur. Investigation of this case revealed that the cause of the hyperglycemia was unclear and not reproduced during the guided site change. It was concluded that the event involved hyperglycemia with an undetermined cause and no adverse long-term impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.